Manufacturer narrative:
Batch records, final product manufactured, and qc records have been reviewed for cov2010030. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, the manufacturing process complied. The test results of retention samples from cov2010030 meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.

Event description:
Invalid result (s). Customer performed 2 tests but both times only the t line showed up and no c line showed. Customer confirmed he performed the test correctly and there was no delay after the foil packet was opened. The kit was sealed.